Manufacturer narrative:
There are no indications of system or device failure at the time of reporting. The communication issues observed appear to be related to the location the physician chose to place the ipg. Device was returned to the firm and is pending inspection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 targeting the sciatic nerve to treat lower leg pain. The physician placed the implantable pulse generator (ipg) behind a tendon on the patient's leg, causing communication issues between the ipg and the external therapy disc and subsequent sporadic therapeutic effects. On (B)(6) 2023 the patient underwent a surgical revision in which a new ipg was placed in a more optimal location.